Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a manufacturing representative (rep) regarding a patient receiving 500 mcg/ml of fentanyl at 62 mcg/day via an implantable pump for spinal pain and lumbar radiculopathy. The patient reported their pump was alarming. The patient had called their healthcare provider (hcp) and their hcp told the patient to call the manufacturer. The hcp told the patient she could come in and have her pump checked if she needed. The patient said she could hear the alarm for several weeks in her home (at least a month), but she could not tell where the alarm was coming from. The patient would hear the alarm every now and then. The patient said they were hearing three single beeps. The patient was not experiencing pain, and no symptoms were reported. The sound of the alarm was not consistent with a pump alarm. Patient services played the single tone alarm for the patient and the patient said that was not it. Patient services explained the dual alarm and the patient said that was not it. The patient going to follow up with their hcp. The patient was directed to call the hcp and see if they could have their pump read to see if it was alarming. Additional information was received from the rep. A motor stall was seen at interrogation, and the patient had not had a magnetic resonance imaging (MRI) procedure. Multiple motor stalls and recoveries were noted. Per the logs, the first stall occurred on (B)(6) 2018 and recovered on (B)(6) 2018, with multiple subsequent motor stalls and recoveries. The longest stall was 24 hours and the shortest stall was about 3 hours. The most recent stall was the day of the call ((B)(6) 2018). However, the stall had also recovered the same day. Technical services reviewed electromagnetic interference (emi) considerations. It was confirmed there were no emi/magnetic sources present. The rep spoke with the patient during the call and confirmed with technical services that the only thing the patient had been around was their dryer. The following motor stall considerations were reviewed: silence audible alarms, consider pump replacement, consider programming minimum rate mode, covering patient with non-pump medication, the pump off via password, and device return to the manufacturer if explanted/replaced. The rep was redirected to follow-up with the hcp to review the considerations. No further complications were reported/anticipated.

Manufacturer narrative:
Evaluation of implantable pump (B)(4) revealed electrical shorting across the feedthrough insulators in the lab. The evaluation codes have been updated.if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump was returned to the manufacturer for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider via the manufacturing representative (rep). The rep reported a pump replacement was ordered; however, a pre-op appointment had not been scheduled yet. It was reported there were no pump logs available. It was indicated the device would not be returned to the manufacturer for analysis after replacement due to the policy of the facility where the device will be replaced. The patient's weight was unknown.